Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that approximately 6 months ago the customer believed they received an occlusion that was not detected by the pump. The customer disconnected and primed insulin through the tubing but didn't see any insulin exit the tubing. Reportedly, the customer had been using apidra insulin in the cartridge. The customer spoke with their healthcare provider and has since switched to using novolog insulin in the cartridges. Customer reported blood glucose level was 300 (mg/dl). A supply change and bolus were performed to address bg level.